Manufacturer narrative:
(B)(4).

Event description:
It was reported that after starting a new sensor and completing warmup, reading being blank occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of readings being blank is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.